Event description:
Report provided by the end user states that they have been experiencing circumferential red and inflamed rash under the tan tape collar of his skin barrier. The end user did experience weeping and itching from this area. He changes his skin barrier every 4-7 days. He cleanses his peristomal skin with dial soap or antiseptic/antimicrobial skin cleanser. He applies an ostomy powder followed by barrier film. He uses ostomy paste at times to his peristomal skin. The patient's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.